Manufacturer narrative:
Product event summary: the controller, was not returned for evaluation. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching event that was due to momentary disconnections involving a battery. A power source lubrication procedure was performed on (B)(6) 2018. A second power source lubrication procedure was performed on (B)(6) 2019. Log file analysis also revealed a controller power up event on (B)(6) 2019, at 09:30:27. The data point prior to the loss of power r evealed that a battery was connected to power port one (1) with 70% relative state of charge (rsoc) and a battery was connected to power port two (2) with 79% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and a battery was connected to power port two (2). The controller was without power for 13 seconds. During a power loss event, the controller will alarm a continuous tone and the display will go blank. As a result, the reported power switching, loss of power, and high priority alarm was confirmed. While the controller was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: (B)(6) 2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s):3213 h6 FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported manufacturer received product performance data due to associated product. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 08-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 17-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the battery. The battery was the only power source connected and there was a pump stop and a high priority alarm. The patient connected to different power sources and the pump restarted without issue. A loss of power to the controller was noted on review of log files. The battery was serviced then subsequently exchanged. The controller remains in use. No patient complications have been reported as a result of this event.